Manufacturer narrative:
(B)(6). The device used in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number 2039828 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number 2039828 found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the returned wand show a detached screen with contamination/discoloration on the spacer and remaining pieces of the electrode and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned device. The suction line was tested and performed as intended; during functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. After bypassing the error e-7 the device formed plasma on the remaining stubs of the screen/electrodes. The suction line was tested and performed as intended. The complaint was verified and the root cause not could be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site or (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury (4)fluid management (5) device tip hitting a metal surface such as a cannula. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, after a few minutes of working with the super multivac wand, the electrode plate broke off. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.